Event description:
It was reported that the patient experienced inadequate stimulation and severe neck pain. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.